Event description:
It was reported that the stent fracture occurred, requiring intervention. Vascular access was obtained via antegrade approach. The 80% stenosed target lesion was located in the mild to moderately tortuous and severely calcified superficial femoral artery. After pre-dilation with 6x100 balloon, a 7 x 200 x 130 innova self-expanding stent was advanced for treatment. However, resistance was encountered through the sheath and vessel. After the stent was deployed, there were difficulties in removing the stent delivery system. It became stuck and was unable to be removed from the .14 thruway wire. The white handle was opened and the catheter was manually pulled back to remove it from the body. Upon inspection, a stent fragment was still attached to the catheter, while the other portion remained inside the body. Subsequently, the stent appeared elongated. Another 7x150x100 stent was placed in the fractured stent struts to ensure apposition and post dilation was performed. The final angiography showed both stents are well apposed with no further issues. There was no patient complications noted as a result of this event.

Manufacturer narrative:
B3 date of event: the event date was not provided at the time of reporting. The first date of the month may (aware date) was selected.

Manufacturer narrative:
B3 date of event: the event date was not provided at the time of reporting. The first date of the month may (aware date) was selected. Device evaluated by MFR: the innova device was returned for analysis with only the nose cone, part of rack, and outer sheath received. A visual and tactile examination identified that the device was received with the stent partially deployed on the delivery system. The stent was also noted to be damaged. Multiple outer sheath kinks were observed along the length of the device, and the outer sheath was accordioned. A visual examination identified that part of the handle was not returned with the device and a break in the rack was noted. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that the stent fracture occurred, requiring intervention. Vascular access was obtained via antegrade approach. The >80% stenosed target lesion was located in the mild to moderately tortuous and severely calcified superficial femoral artery. After pre-dilation with 6x100 balloon, a 7 x 200 x 130 innova self-expanding stent was advanced for treatment. However, resistance was encountered through the sheath and vessel. After the stent was deployed, there were difficulties in removing the stent delivery system. It became stuck and was unable to be removed from the .14 thruway wire. The white handle was opened and the catheter was manually pulled back to remove it from the body. Upon inspection, a stent fragment was still attached to the catheter, while the other portion remained inside the body. Subsequently, the stent appeared elongated. Another 7x150x100 stent was placed in the the fractured stent struts to ensure apposition and post dilation was performed. The final angiography showed both stents are well apposed with no further issues. There was no patient complications noted as a result of this event.